Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the medium-large clip applier instrument did not clamp shut while the surgeon was attempting to place a clip on the lateral pedicles of the prostate. The surgical procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the isi clinical development engineer (cde) who was present during this procedure and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. According to the cde, the surgeon attempted to place a clip on the lateral pedicles of the prostate 2 times with the medium-large clip applier instrument; however, during both attempts the polymer clips did not close. During a third attempt, the surgeon was finally able to place a clip on the target tissue after wiggling and readjusting the medium-large clip applier instrument while it was grasping tissue. The cde reported that the thickness of the target tissue may have been greater than 10mm. Although there was bleeding reported, the cde explained that the bleeding was expected bleeding for the procedure. The surgeon was able to control the bleeding with a laparoscopic clip applier instrument, and monopolar and bipolar energy from unspecified instruments. The cause and source of the bleeding was not provided. After successfully placing a clip during the third attempt with the medium-large clip applier instrument, the surgeon elected to use a laparoscopic weck clip applier instrument (a 3rd-party manufacturer product) for the remainder of the surgical procedure on the contralateral pedicle. The surgeon reported that they believe this medium-large clip applier instrument did not perform as expected. Isi performed multiple follow-up attempts to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided and the cde¿s observation of this case, the cause of the customer reported failure mode associated with the medium-large clip applier instrument can be attributed to possible use-error. Isi requested the medium-large clip applier instrument used during this event be returned for failure analysis investigations, but it has not yet been received. Also, the cause of the intra-operative complication (i.e. Expected bleeding) cannot be determined. A follow-up MDR will be submitted if additional information is obtained. The da vinci sp instruments and accessories user manual states: ¿note: avoid excess tissue in the locking mechanism of the clip. Squeeze the grips closed until the jaws close and the clip locks shut. Open the grips and withdraw from the ligation site (figure 4.3).¿ the system logs were not available for this system. The absence of these logs indicate that the system was not connected to on site at the time of this procedure; therefore, the system logs were not documented. Photo images of the medium-large clip applier instrument used during this reported event were reviewed by an isi clinical development engineer (cde) and the following was noted: "from reviewing the photos, it appears the instrument sheath was under installed with the tip not down far enough and limiting the opening of the instrument jaws." This complaint is being reported due to the following conclusion: during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy procedure, the medium-large clip applier instrument failed to apply a clip. Although there was reportedly expected bleeding during the case per the cde which was controlled with monopolar and bipolar instrument energy and the use of a laparoscopic clip applier instrument, the cause of the intra-operative complication is unknown. In addition, the cause of the customer reported failure mode of the medium-large clip applier instrument is unknown.